Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Minor scratched display window, cracked battery tube threads, stained end cap sticker, cracked belt clip slot, shifted endcap sticker and missing reservoir tube o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that what began as a hairline crack turned into a piece of plastic breaking off of the reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.